Manufacturer narrative:
During the device evaluation, the forward and reverse trigger shaft were found to be deformed, which is a probable cause of the reported event of the trigger sticking.

Event description:
It was reported that during a surgical procedure at the user facility, the trigger of the cordless driver was sticking. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the trigger of the cordless driver was sticking. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.